Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called stating that even after they flashed their 8120 pca to v9.33, it was still giving the error code 200.5040 when connected to a v9.33 8015. After remoting into their desktop, it was determined they were flashing the unit to a version not compatible. After correctly mapping their firmware to the v9.33 flash package, all faults cleared. Pca: (B)(4).